Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 7426, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0211551v, implanted: 2002 (B)(6); product type lead product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7438; product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0211551v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0211551v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387-40, lot# j0214131v, implanted: 2002 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that the patient was not doing well. The patient was ¿doing the same falling.¿ patient loses her balance, crosses her feet and her legs freeze causing her to fall. It was noted that this had been going on for ten years prior to the date of this report. The patient would fall 2 or 3 times a day. It was noted that as a result of the falls the patient had had to have knee replacements and knee cap surgery. The patient had a walker but if she had to grab or anything she fell. It was noted that when the first implant was put in 2002 it had helped with her walking. The battery was replaced in 2007 and it ¿did good¿ for about a week and then the patient all of a sudden started having trouble walking. In 2013, one of the batteries was replaced but the other had shown no wear and it was unknown how or why. The device did help with the patient¿s tremors. The patient did not know if she wanted the lead fixed because, she had been in the hospital for 2 weeks and spent 3 months in a nursing home recovering. It was noted that the right battery was the one that was replaced in 2013 and the left was the one that had shown no use, left battery was like brand new. Reference manufacturer¿s report number: 3004209178-2012-10670.